Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed via direct aortic access in a 70-year-old patient per elective placement for support during a high-risk coronary artery bypass graft surgery. Scai classification prior to impella placement is unknown. Medical history includes known coronary artery disease. While on impella support, the patient¿s urine became red with decreasing urine output, elevated creatinine and worsening plasma free hemoglobin value (105). An echocardiogram was completed and the impella was repositioned. The following day the patient¿s urine was clear yellow with a decrease in plasma free hemoglobin (30.9). The creatinine continued to rise, and the patient was subsequently treated with dialysis. The reported hemolysis is a known risk described in the instructions for use. Hemolysis may lead to renal failure requiring dialysis. The patient survived.